Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the mcl20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and in the next three actuations, three clips were partially fed; this condition led to the malformation of these clips. The device was cycled and fifteen conforming clips were fed and formed. In addition, the device locked out as intended. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident and the feeding issue noted during the analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to a hepatectomy procedure, when testing, the clamps are locked during the clamping. A third device has been tested and functioned; the operation could proceed normally. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did device lock up and not fire clip? No. Was device fired during testing but jaws would not open after firing? No. If device would not open, was user ever able to open device? No. If user able to open device, how was device opened? N/a. What is meant by "when testing, the clamps are locked during the clamping?" Please provide more detail regarding specific device issue experienced by user. During the test, outside the patient, the device stayed block. Impossible to open the device.